Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and three months post filter deployment, a computed tomography (CT) of abdomen and pelvis with contrast showed that there was caval perforation. Grade 3 perforation of the 2 o¿clock strut to abut the aorta. Grade 3 perforation of the 4 o¿clock strut to abut the right common iliac origin. Multiple grade 1 perforations of all the legs. There was a tilt of 7.82 degrees in the sagittal direction and no substantial coronal tilt. Apex abutted the posterior wall of the inferior vena cava. Migration was noted that the apex of the filter was at the left renal vein confluence level. No definite fractured or missed struts seen. Filling defect in the right common iliac vein and inferior vena cava could represent small amount of thrombus. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately four years and three months post filter deployment, a computed tomography (CT) revealed that the filter migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.